Manufacturer narrative:
This report is submitted december 10, 2018.

Event description:
Per the clinic, the patient developed an infection and subsequently was administered oral antibiotics (date not reported). Explant and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
It was reported the patient experienced extrusion of the electrode array which resulted in explant of the device on (B)(6) 2018. This report is filed on february 07, 2019.